Event description:
It was reported that the customer had differences between sensor glucose and blood glucose readings. Customer also had calibration error and change sensor alerts. Customer went to the hospital due to low blood glucose levels. Customer's pump did not alarm because, the sensor glucose reading was showing a normal range. Customer's blood glucose level was at 22 mg/dl one morning. Customer was treated and released after a few hours with blood glucose readings over 300 mg/dl. Customer is treating only on blood glucose readings not on sensor readings. Customer was advised to calibrate only when stable. Customer mentioned that the pressure may have been applied on the sensor occasionally. No further assistance needed at this time.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.